Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery (va) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed one smart coil using a non-penumbra microcatheter. While advancing the second smart coil through the microcatheter, the physician experienced resistance, and the smart coil would not advance within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using another five smart coils, seven other coils, and the same microcatheter. There was no report of an adverse effect to the patient.